Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm bg reading and the meter bg reading. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 37 mg/dl. Bg was addressed via consumption of carbohydrates. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.